Event description:
It was reported that during surgery, warning message suggested metal interference had been displayed. There was no metal object within 20 cm field. Using radiolucent drill, the operation was continued. No impact or harm to patient. 15 minutes delay.